Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of over 600mg/dl; the cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer¿s health care provider (hcp) identified high keytone levels. While the customer was in the ICU, their pump touch screen became cracked, unreadable, and unresponsive. The customer was discharged from the ICU three days later, (B)(6) 2024 with no permanent damage. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin.